Manufacturer narrative:
B3: event date unknown one device was returned for evaluation. Visual inspection revealed a damaged battery compartment and swollen downstream occlusion (dso) seal. No problems were found in the event history log. Functional testing was performed and the pump failed accuracy testing for over-infusion. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited abnormal volumetric calibration. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that the issue was noted when returning the rental to their premises during the usual restocking checks as well as annual preventive maintenance.